Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was associated with a system infection. The patient was transferred to another hospital and will have a revision procedure at a later time. For now, the ICD remains implanted and in service. No adverse patient effects were reported.